Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm size at the time of implant is unk. It was reported that the pt's aortic neck had dilated and a proximal type I endoleak had developed. The aneurysm sac was enalarging and an aortic cuff was implanted in 2004. The type I endoleak had resolved. The aortic cuff was covering the right renal artery and a renal stent was implanted to maintain patency of the renal artery. During follow-ups it was demonstrated that there was a type ii endoleak, however the aneurysm is stable since implant. No intervention for the type ii endoleak was done at this time. No additional sequelae were reported and the pt is reported to be fine.

Event description:
It was reported that 46 months post implant the computed tomography demonstrated that there was a type I endoleak and type ii endoleak from the ima. The dr elected to remove the stent graft and its components from the pt. Medtronic has rec'd the stent graft delivery system and its analysis is pending.